Event description:
A customer reported due to an error 6 message on her precision xtra/optium blood glucose meter, she was not able to perform her blood glucose test. She also reported experiencing headaches, vomiting and symptoms of high blood sugar. She was reportedly taken to the med ctr, where she was diagnosed and treated for severe hyperglycemia with unk intravenous solutions and medications to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.